Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the patient monitoring computer alarm function does not work. Remote start does not work; you must force the computer to shut down by holding down the on/off button. After restarting, the central unit is working. Philips has since confirmed that this is a bug in their system that will be fixed with a patch. Regardless of the cause of the problem, the system should be designed in such a way that it makes the user be aware that the alarm function or other parts of the system may not be working. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter and reporting institution phone #: (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The customer had restarted the pic ix computer, and the problem was no longer present; the computer has been up and running since the restart without any problems. In order to permanently resolve the issue, the software of the system will be upgraded to version 4.4.4, when released. Based on the information available and the testing conducted, the cause of the reported problem was a software issue. The reported problem was confirmed. If additional information is received the complaint file will be reopened.